Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the pt alleged injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.